Event description:
The customer reported problem with the aq2010v three piece silicone lens due to a bad injector. Additional information was requested but not yet forthcoming. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Neither the injector or lens was returned, however, the cartridge was received and evaluated. A tear was noted on the tip of the cartridge and there was a clear surgical residue on the unit.conclusion (unable to confirm).based on the complaint information and the evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4)

Manufacturer narrative:
(B)(4): evaluation:conclusion - based on the complaint information, we were unable to determine a specific root cause of the event.(B)(4).